Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's patient programmer (pp) was stolen two nights ago and the patient had been urinating all over themselves since. The patient was to meet with the hcp once they got their pp replaced, and would call with shipping information. The patient later reported that all of a sudden everything changed, they had been urinating on themselves and it went right through four pads. No medical procedures/emi or falls/trauma were noted to be related to the issue. The patient was to follow up with their hcp to resolve the return of symptoms. The patient noted they were on ditropan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.